Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additonal information received reported the microguidewire is not a product of medtronic, but stryker's synchro microguidewire. It was not the resistance, but the operation method of trying to open the stent in the tortuous blood vessel through the stent operation technology and local operation skills. But it still couldn't solve the problem of poor opening. Phenom was not returned. During the follow-up process, another stent was released to successfully assist embolization so phenom was discarded as medical waste.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the patient was admitted to the hospital for a large aneurysm (23*24mm) in the ophthalmic artery segment and underwent blood flow-directing stent implantation. Due to the high degree of tortuosity of the patient's blood vessels, it was difficult for the microcatheter and microguidewire system to be in place, and the distal end of the tumor neck was significantly obstructed. After the dense mesh stent was in place, it was deployed in situ below the bifurcation of the internal carotid artery, and the tip could not be opened. After the deployment length was increased, it still could not be opened after passing through the siphon bend. The healthcare provider (hcp) pushed the dense mesh stent to go upper to the straight segment of middle cerebral artery, reopened it, and tried to open it, then pull back the anchor, but the tip was still not open properly. Hcp suspected flattening/kinking at the siphon bend. After pushing and pulling, system increased and decreased the tension, it could not be eliminated. Retrie ved back the system, for the third time deployment, but the distal end still opened poorly, and the siphon bend was flattened/kinked and still could not be eliminated. The stent herniated into the aneurysm during the swing process, so the system was removed and replaced with a conventional laser-engraved stent-assisted spring coil embolization therapy. There was failure to open in the middle and distal portions of the pipeline. The middle and distal part were positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than two times. A wire/catheter was required to open the pipeline. The pipeline as resheathed and removed from the patient with the microcatheter. No patient symptoms or further complications were reported as a result of this event. The pipeline was used for an approved indication. The device and any accessories were prepared as indicated in the IFU. The patient was undergoing surgery for treatment of a saccular, unruptured large aneurysm of left ophthalmic artery segment with a max diameter of 24mm and am 8.6mm neck diameter. The landing zone was 3.3mm distally and 4.4mm proximally. It was noted the patient's vessel tortuosity was severe. Dual antiplatelet therapy (dapt) was administered and platelet reactivity units (pru) level was normal. Angiographic result post procedure was slowed blood flow.

Manufacturer narrative:
Product analysis #705974565: ¿ as found condition: the pipeline flex was returned inside of a biohazard bag and a shipping box. ¿ visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal ends of the braid were opened and frayed. The middle of the braid appeared to be fully opened and no damage. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. No other anomalies were observed. ¿ testing/analysis: n/a ¿ conclusion: based on the returned device, the customer complaint was not confirmed as the distal and proximal ends of the braid were fully opened and frayed. In addition, the middle of the braid was fully opened and no damage. The cause for failure to open and damaged braid could not be determined. Possible cause of failure to open includes severe vessel tortuosity and damaged braid. Possible cause of damaged braid includes resheathing the braid more than recommended two times. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.